Event description:
This report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. While bench was troubleshooting the device on a previous issue, it was observed that there was an additional problem: the cpu was not being detected by test equipment. As issue was identified during servicing at the manufacture facility there was no patient involvement. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered cpu (software 2.30) aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.